Manufacturer narrative:
Device evaluated by MFR.: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure. Blood was identified in the balloon material which is evidence in a device leak. A visual examination of the returned balloon identified a longitudinal tear in the balloon material beginning approximately 65mm proximal to the proximal edge of the distal markerband and extending distally across the balloon material for approximately 72mm. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the markerbands or of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous shunt in a vein in the forearm. A 6.0 x 150 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6.0 x 150 75cm mustang¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous shunt in a vein in the forearm. A 6.0 x 150 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6.0 x 150 75cm mustang¿ balloon catheter. No patient complications were reported.